Event description:
Patient's daughter called stating her father had a left hip revision due to a dislocation. Update 10 september, 2019: medical review noted from an operative report on (B)(6) 2019 "a revision of the left anterior total hip arthroplasty was performed for a pre- and post-operative diagnosis of ¿failed left total hip arthroplasty¿. The operative report describes general anesthesia and an anterior approach. The findings note, ¿gross trunnion wear, extensive metalosis and poly wear¿. The operative report states, had no problems until he woke up with pain and unable to ambulate well-fixed and wellpositioned femoral and acetabular components ball disassociated from trunnion this operative report also notes that "intraoperatively an anterior cortical fracture was noted and treated with a 1.8mm cable. Otherwise, uncomplicated surgery was described." The medical review concluded the following: no x-rays demonstrating disassociation of the femoral head and trunnion deformity are available for review. No examination of the explanted components and no surgical histopathology confirming metalosis or altr are available. Based upon the information available for review, no determination can be made for the cause of the disassociation and trunnion deformity described in the event and revision surgery operative report, which occurred after eleven years and three months post primary total hip arthroplasty. Update: as per patient's daughter, father could not put any wearing bearing on his hip and could not walk. Patient was transferred to emergency room and they couldn't determine what was wrong with the patient, the patient was then transferred to another hospital and he was told that he needed surgery. After the surgery, the surgeon stated they had to do a revision because there was a problem with the implants. Patient's daughter stated that they were told her fathers implant were part of recall.

Manufacturer narrative:
Update to executive summary an event regarding disassociation involving a accolade stem was reported. The event was not confirmed however medical review identified that a periprosthetic fracture had occurred. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: on (B)(6) 2019 a revision of the left anterior total hip arthroplasty was performed for a pre- and post-operative diagnosis of ¿failed left total hip arthroplasty¿. The operative report describes general anesthesia and an anterior approach. The findings note, ¿gross trunnion wear, extensive metalosis and poly wear¿. The operative report states, ¿ had no problems until he woke up with pain and unable to ambulate well-fixed and wellpositioned femoral and acetabular components ball disassociated from trunnion . Intraoperatively an anterior cortical fracture was noted and treated with a 1.8mm cable. Otherwise, uncomplicated surgery was described. No x-rays demonstrating disassociation of the femoral head and trunnion deformity are available for review. No examination of the explanted components and no surgical histopathology confirming metalosis or altr are available. Based upon the information available for review, no determination can be made for the cause of the disassociation and trunnion deformity described in the event and revision surgery operative report, which occurred after eleven years and three months post primary total hip arthroplasty. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and histopathology reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An event regarding disassociation involving a accolade stem was reported. The event was not confirmed however medical review identified that a periprosthetic fracture had occurred. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: on (B)(6) 2019 a revision of the left anterior total hip arthroplasty was performed for a pre- and post-operative diagnosis of ¿failed left total hip arthroplasty¿. The operative report describes general anesthesia and an anterior approach. The findings note, ¿gross trunnion wear, extensive metalosis and poly wear¿. The operative report states, " had no problems until he woke up with pain and unable to ambulate. Well-fixed and well positioned femoral and acetabular components. Ball disassociated from trunnion. Intraoperatively an anterior cortical fracture was noted and treated with a 1.8mm cable. Otherwise, uncomplicated surgery was described. No x-rays demonstrating disassociation of the femoral head and trunnion deformity are available for review. No examination of the explanted components and no surgical histopathology confirming metalosis or altr are available. Based upon the information available for review, no determination can be made for the cause of the disassociation and trunnion deformity described in the event and revision surgery operative report, which occurred after eleven years and three months post primary total hip arthroplasty. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and histopathology reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Patient's daughter called stating her father had a left hip revision due to a dislocation. Update (B)(6) 2019: medical review noted from an operative report on april 12, 2019 "a revision of the left anterior total hip arthroplasty was performed for a pre- and post-operative diagnosis of ¿failed left total hip arthroplasty¿. The operative report describes general anesthesia and an anterior approach. The findings note, ¿gross trunnion wear, extensive metalosis and poly wear¿. The operative report states, ¿¿ had no problems until he woke up with pain and unable to ambulate. Well-fixed and well positioned femoral and acetabular components ¿ ball disassociated from trunnion. This operative report also notes that "intraoperatively an anterior cortical fracture was noted and treated with a 1.8mm cable. Otherwise, uncomplicated surgery was described." The medical review concluded the following: no x-rays demonstrating disassociation of the femoral head and trunnion deformity are available for review. No examination of the explanted components and no surgical histopathology confirming metalosis or altr are available. Based upon the information available for review, no determination can be made for the cause of the disassociation and trunnion deformity described in the event and revision surgery operative report, which occurred after eleven years and three months post primary total hip arthroplasty.